Event description:
The customer stated that they had been having intermittent issues with questionable results for an unspecified number of patient samples tested for ise indirect na for gen.2 on the cobas 6000 c (501) module. Calibration failed several times. The customer then replaced all system reagents, primed the reagents, and was then able to get the calibration to pass. Even though the calibration passed, calibration signals were running on the high end. The customer provided data for one patient sample that had an erroneous result for na. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 160 mmol/l. The sample was repeated on another analyzer, resulting as 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the sipper nozzle was flat/damaged and there was white debris around the rinse mechanism and cuvettes. He replaced the sipper nozzle and electrodes. He cleaned the unit. He verified that the ise check was good and that the mechanism checks were good. Quality control recovery was acceptable, however, it was running on the high end of the range. Upon review of the alarm trace, abnormal probe aspiration alarms were observed. The investigation determined that the issue was resolved by the service actions.